Manufacturer narrative:
The customer¿s report that the tubing separated at the upper fitment was confirmed. Visual inspection confirmed that the separation occurred between the silicone pump segment tubing and the upper fitment. The ring retainer was not received with the set however a ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred indicating this set was properly assembled. Functional testing could not be performed due to the sets separation and obvious leaking that would occur due to the separation. The root cause of the separation could not be definitively determined.

Event description:
It was reported that the tubing separated at the upper fitment when the clinician was clearing an air bubble from the line while connected to a patient who was receiving a lipid infusion. There was no harm.

Manufacturer narrative:
Additional information added to: b3-date of event.

Event description:
It was reported that the tubing seperated at the upper fitment when the clinician was clearing an air bubble from the line while connected to a patient who was receiving a lipid infusion. There was no harm.

Manufacturer narrative:
Concomitant medical products - one used 250 ml baxter bag ndc 0338-0519-09 intralipid 20%. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated at the upper fitment when the clinician was clearing an air bubble from the line while connected to a patient who was receiving a lipid infusion. There was no harm.